Manufacturer narrative:
The device was received for evaluation. During functional testing, a white screen was observed upon power up. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the processor printed circuit board (pcb) which was not working as intended. The processor pcb will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a white screen during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.